Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a weak battery alarm and a failed battery test alarm about a month or two prior. He said that it was happening more often and that the battery life is about 3 or 4 days and that sometimes he would have to use two batteries and then the display would go blank. The customer said that his blood glucose would range from around 100 mg/dl and was currently 400 mg/dl and treats with manual injection. He declined high blood glucose troubleshooting because he believes the problem is the battery. During blank display troubleshooting, he is not calling back after receiving a new battery cap and said that the only moisture that the pump was exposed to was sweat. After troubleshooting, the display returned. The customer was advised that a weak battery alarm will occur prior to a failed battery test alarm or low battery test alarm. After troubleshooting for the failed battery test alarm, the alarm was cleared. The insulin pump will not be returning for analysis.